Event description:
The customer reported that a patient who was using scd experienced a low temperature burn on calf. The patient began using the scd sleeve on (B)(6) 2024. However, the following day, the patient stopped using the scd due to experiencing pain and bruising on calf. Subsequently, blisters appeared on the affected area and the patient sought dermatologist and was diagnosed with a low-temperature burn. Additional information was received and stated that the patient has been prescribed medication by a dermatologist to treat the low-temperature burn, but the customer didn't have specific information such as the name of medication, etc. The patient will go to a dermatologist to receive regular treatment.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Few clinical pictures of the patient were provided by the customer. A physical sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.